Event description:
It was reported that when the patient came in (B)(6), the pump had all medicine in it. The same was noticed in the months of (B)(6). A catheter dye and roller study were to be done. Patient was not having any withdrawals. Drug delivered via the device was fentanyl 7000mcg/ml at a daily dose of 3000mcg. A follow-up report will be sent when additional information becomes available.

Manufacturer narrative:
Catheter model: 8731, serial #: (B)(4), implanted: (B)(6)-2004, explanted: unk.

Manufacturer narrative:
(B)(4).